Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that the implantable cardiac monitor was unable to be interrogated due to low battery voltage from high input current. The root cause of the anomaly could not be determined.

Event description:
This report is to advise of an event observed during analysis.